Manufacturer narrative:
The subject uhi-3 was returned to olympus medical systems corp. (Omsc). Omsc will investigate the subject uhi-3 to determine the cause of this phenomenon from now on. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the robotic-assisted radical prostatectomy with the uhi-3, a warning for intra-abdominal over-pressurization of the subject uhi-3 was emitted because the abdominal pressure indicator of the subject uhi-3 reached 25 mmhg when the set pressure indicator was 10 mmhg. Although the user decreased the pressure setting, the abdominal pressure indicator was unstable. When the user set the pressure setting to 8 mmhg, the abdominal pressure indicator became stable and the user completed the procedure. After the procedure, it was confirmed that the patient suffered subcutaneous emphysema at multiple sites from the upper body to below knees. The patient went to intensive care unit (ICU) and received a treatment. The patient recovered currently. There was no report of the patient¿s injury other than above.

Manufacturer narrative:
The subject uhi-3 was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the following things. The reported phenomenon that the abdominal pressure control was not implemented properly was not reproduced. The subject uhi-3 was inspected and there was no abnormality. Omsc checked the device history record of the subject uhi-3, there was no irregularity found. Based on the evaluation results, the exact cause of the reported event could not be conclusively determined. However there is the possibility of the phenomenon that the abdominal pressure control was not implemented properly is attributed to the time-related deterioration because the subject uhi-3 was manufactured in 2003. Also, omsc cannot conclusively determine the root cause of this incident that the patient suffered subcutaneous emphysema. The instruction manual of the uhi-3 states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.